Manufacturer narrative:
Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2025; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dis) indicated that both the pump and catheter were discarded. The patient's infection and pump protrusion resolved. The implant date for the catheter was also provided.

Event description:
Additional information received from a foreign health care provider via a distributor indicated that since the beginning of this month on (B)(6) 2025, the pump and catheter were removed due to an infection around the pump from the pump pocket and pump extrusion. As of (B)(6) 2025, the wound was clean and the patient was discharged from the hospital. The patient¿s muscle tone increased a little after itb pump removal, but they were taking medicine. It was further reported that when the patient tried to live at home, they could put the pump on the contralateral side if they needed to. Skin thinning, other than the wound, had appeared 10 months after the pump replacement. Wound cleaning and pump position changes were performed once, but subsequently it continued to smolder, and was removed 1 year and 11 months after the pump replacement. It was believed that the patient¿s type 1 diabetes was also performing poorly. Additional information was also later received from a foreign health care provider via a distributor on 2025-feb-20. When the physician was asked about the causal relationship between the adverse event and gabalon intrathecal, the physician believed that it was highly possible that the patient had been infected with attenuated bacteria when the pump's battery was replaced. As such, over the course of 10 months after pump replacement, the skin on the side (the part where the diaper came in contact with the most) that was completely unrelated to the wound in which the pump was inserted gradually thinned and the pump could be seen through.

Manufacturer narrative:
H6 update: the previously applied patient code code e1906 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dis) regarding a patient receiving intrathecal gabalon via an implantable pump for severe spastic paralysis due to head trauma. It was reported that pump was implanted on (B)(6) 2023 and explanted on (B)(6) 2024 due to pump protrusion due to an infection around the pump. It was reported that the adverse event had not recovered. It was further reported that since the beginning of the month, an infection had occurred around the pump, causing the pump to protrude from the pump pocket, so the pump and catheter were removed today. The physician commented that given some time had passed since the pump was replaced, the cause of the event was unknown, but it was thought that some kind of inaction around the pump pocket may have been the cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.